Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false alert for the elective replacement indicator (eri). Technical support was contacted and advised that the false eri alert was due to transient low battery voltage. The alert was cleared to resolve the event. There was no suspicion of premature battery depletion. The patient was stable and there were no adverse consequences.